Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a stop button not working on the pumphead. It is unknown when or at what point in the process the reported condition occurred. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that the device was explanted after an implant duration of approximately 105 months. Through the operative report, it was learned that the device was explanted due to stenosis and calcification.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The patient also had another device explanted; however, it was determined to be not reportable, as it is not commercially available in the united states. The information was learned through implant patient registry. Through follow-up with the health-care provider, we received a copy of the operative report and a copy of the pathology report. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.